Manufacturer narrative:
(B)(4).

Event description:
It was reported that the right atrial (ra) lead was experiencing noise and was suspected of being fractured. A lead explant was planned. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary: analysis of the device memory indicated the impedance on the atrial pacing lead was beyond the expected upper range. The maximum right atrial (ra) lead impedance increased from approximately 750-850 nominally to between 1300 and > 4000 ohms starting the week ending (B)(6) 2013.

Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. (B)(4).

Event description:
It was further reported that there was high atrial lead impedance. The lead was abandoned and replaced with a new lead.